Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06715. It was reported the pt fell out of a chair which collapsed and since lost stimulation coverage in her low back and hip. X-rays taken confirmed the leads migrated from t8-t9 to t9-t10. The leads were explanted and replaced with a paddle lead. Effective stimulation coverage was regained post operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.